Manufacturer narrative:
The implantation date of the lead is unknown. Preliminary analysis confirmed the inappropriate switch in bipolar sensing polarity. It resulted from an abnormal lead impedance measurement, most probably because of a lead/pacemaker connection issue. Normal sensing /pacing behavior was observed after reprogramming the sensing polarity to unipolar.

Event description:
Pacemaker replacement was scheduled. Reportedly, the old device and leads seemed to work properly. When the patient came back to her room after the replacement, inappropriate pacing was observed on the monitoring screen. Upon interrogation, it was observed that the automatic implantation detection had switched the ventricular polarity from unipolar to bipolar, although the lead is unipolar.

Event description:
Pacemaker replacement was scheduled. Reportedly, the old device and leads seemed to work properly. When the patient came back to her room after the replacement, inappropriate pacing was observed on the monitoring screen. Upon interrogation, it was observed that the automatic implantation detection had switched the ventricular polarity from unipolar to bipolar, although the lead is unipolar.

Event description:
Pacemaker replacement was scheduled. Reportedly, the old device and leads seemed to work properly. When the patient came back to her room after the replacement, inappropriate pacing was observed on the monitoring screen. Upon interrogation, it was observed that the automatic implantation detection had switched the ventricular polarity from unipolar to bipolar, although the lead is unipolar.